Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. Vascular access was gained with an unspecified 6fr introducer over a non bsc guide wire in the left femoral artery. The 100% chronic total occluded target lesion was located in the calcified and moderately tortuous left superficial femoral artery. The 4.0 x 100/80 (4f) sterling otw balloon catheter was used for pre-dilatation. The balloon was inflated with an encore inflation device 1st: 8atms for 60sec and on the 2nd inflation at 10 atms the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device code #1546 relates to component code #419. Device evaluated by MFR.:the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).